Manufacturer narrative:
Correction: b.6.: was inadvertently omitted from the initial report. This report is being supplemented to provide additional information, based on results of third-party testing and the legal manufacturer's final investigation. Olympus provided, the following result of the culture test. Performed at the third-party labs: sampling date: feb 8, 2024, microorganism name: staphylococcus coagulase negative, bacteria amount: 1 cfu, bacteria detection location: all channels. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. After checking the cleaning disinfection and sterilization checklist, it was confirmed, that the balloon channel was not brushed. Growth of microorganisms were found through culture testing, by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be detected/prevented by following the instructions for use, which are described in the following chapters: chapter 6.: compatible reprocessing methods and chemical agents and chapter 7.: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope air/water channel tested positive for (B)(4) colony forming units (cfus) of enterobacteriaceae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel. During manual cleaning, the device passed the leak test. The detergent used was franklab. The instrument/suction channel, suction cylinder, instrument channel port, and forceps elevator were brushed. The automated endoscope reprocessor (aer) used was soluscope 4 with soluscope cln detergent and soluscope paa disinfectant. The water quality was controlled with a water filter, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by the dry process of aer, blown by filtered compressed air, and stored in a simple cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.